Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23-may-2024, it was reported that there was occlusion troubleshooting indicated issue with the infusion set site within 3 or more hours after insertion at abdomen. The patient changed supplies as necessary and resumed insulin therapy. No further information available.